Event description:
It was reported that interrogation revealed that the device was in reset mode. The patient was sent to the emergency room. The patient was in sinus rhythm greater than 70 bpm and reported receiving no therapy. The device was explanted and replaced.

Event description:
Facility: (B) (6), (B) (6). Synopsis: the hospital reported a serious reportable event [sre] on 6/22/10 regarding a surgical burn from an instrument that occurred on (B) (6) 2010. A bovie tip cauterizer and senn retractors were used during the surgery. On completion of the breast biopsy, the surgeon noted the incision edges had a full thickness burn. The edges were excised 1-2 mm for wound closure and healing. During inspection of the senn retractors, a small crack was noted in the insulation coating. The cause of the burn was due to the bovie tip touching the metal exposed in the crack of the insulation of the senn retractor. Although central sterilization staff inspects surgical instruments, no documentation is logged regarding the inspections, and there are no policies and procedures for the inspection process. The senn retractor was coated with insulation per surgeon request at an outside agency and not mfg as such. The pt was informed of the incident/burn that occurred during surgery at the one week follow up visit. The surgeon said he preferred to tell the pt at that visit. The pt letter regarding the sre was mailed after one week. The incident occurred as reported. Deficiencies were cited.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported reset was confirmed in the laboratory due to low battery voltage. No high current drain sources were found throughout bench tests and automated tests. Based on programmed device settings, the device longevity was found to be within specification. The battery depletion was normal.